Event description:
It was reported that the bronchofibervideoscope displayed black image without any error. The issue occurred during preparation for a diagnostic tracheoscopy procedure that was completed using a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. The image was not black during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.